Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0251351. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the product packaging was observed compromised. It is possible that this defect resulted from an undetected trim jam within the multivac machinery. This jam could have caused trim to catch within the machine chains, which could have then been introduced into the product¿s packaging. This exact cause could not be confirmed, as no issues were detected during the production of this lot. At this time, further action has not been determined necessary within the manufacturing facility. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends. Investigation conclusion: based on the investigation, it is possible the package seal integrity poor/questionable may be related to trim jams on the multivac which may have caused contamination from the trim catching the chain. The root cause of this complaint was unassignable given there were no non conformances for this defect for this batch and the absence of a physical sample. There have been no other complaints for this defect related to this batch. The appearance of the defect in photo confirm trim jam / package seal integrity poor/questionable.

Event description:
It was reported that the syringe 10ml reg pr saline fill spkg experienced damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: material no.: 306553 batch no.: 0251351. Date of event: discovered the night of 03/04/21. Drug add assembly team discovered 1 each saline syringe with trim in the seal. Qa performed ansi sampling of same material lot 0251351 present at the point of use and passed, no additional defects noted. 1 each item 306553 syringe saline prefilled 10ml from lot 0251351 discovered with trim in the seal, similar to prior notifications from 2020. Unfortunately the sample was not retained, we are unsure of the exact delivery date. No additional issues have been found on item 306553 or from lot 0251351.